Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1628 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter had sand holes at the portion placed in the blood vessel 1~2cm beneath the insertion site 20 days post catheter placement, leading to removal of the catheter.